Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review (lot#: 3135078): 1) this batch of products were assembled at intima ii auto line 4 in june 2023, and packaged at r240 package line in june 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. Conclusion(s): no abnormality is found on process and retained sample. As the specific leakage site and the abnormal state of the complained sample cannot be identified, the root cause of the leakage cannot be determined.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter, translated from chinese to english: this patient was receiving IV fluids on (B)(6) 2023 at 10:15 a.m. The doctor ordered an IV indwelling needle injection, and the nurse found a leak at the port when she punctured it and replaced it with a new indwelling needle for the infusion.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.